Manufacturer narrative:
Reporter name: (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for low flow alarms and underwent surgical revision on (B)(6) 2022 due to computed tomography (CT) findings of potential limitation of blood pathway in outflow graft. During revision, the surgeon found a yellow gel-like mass obstructing outflow graft due to compression from bend relief. Pump flows returned back to normal level after it was removed.

Manufacturer narrative:
Section e: this event occurred at (B)(6). Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction was confirmed from the evaluation of the submitted photos. The account submitted a photo which showed a CT image of the outflow graft revealing narrowing of the outflow graft under the outflow graft bend relief. The narrowing appeared to be at the outside of the bend of the outflow graft. The other submitted photo showed the outflow graft during revision surgery where yellow jelly-like structures were being pulled from under the bend relief. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 09mar2016. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.